Event description:
Pt had a normal vaginal delivery. After episiotomy repair physician noticed less than 1mm tip of needle (part of suture) missing. Pt x-rayed to rule out foreign body. X-ray negative. Pt sent home without complications.